Manufacturer narrative:
A visual and dimensional analysis was performed on the returned device. The reported device dislodged or dislocated and noted stent damage was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported difficulties could not be determined. In this case, it is possible inadvertent mishandling during protective sheath or stylet removal resulted in the stent dislodgement and observed stent damage; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when removing the 3.0x23mm xience alpine stent delivery system from the packaging the stent was no longer attached to the balloon and observed to stuck to the stent's protective sheath. Another xience alpine was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.